Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported unspecified issue was confirmed as a link break. The posterior foot was separated (not returned). The investigation was unable to determine a conclusive cause for the reported difficulties and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6fr sheath after an unspecified procedure. Reportedly, an unspecified issue was noticed for both proglide devices, reported as "defective perclose proglides" . Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.